Manufacturer narrative:
(B)(4). The device involved was not returned to the manufacturer for evaluation. Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(6) samples were taken from the current production. The samples were visually inspected and issue reported "connector disconnected during use" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation to confirm the alleged defect and determine a root cause. If the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states: "15mm connector came disconnected during use". It was reported there was no patient injury or consequence.